Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient sat for seven hours with six coupling bars and only charged to 3/4 full. It was noted the patient had swelling at the implant site which had been like that since implant. Recharging best practices were reviewed including how to position the antenna over the implant, lining up the antenna head, and not placing over bulky clothing. A recharge session was attempted which resulted in six to eight coupling bars and the issue was resolved. Additional information received from the consumer reported no steps were taken to resolve the issue. The patient was waiting for swelling to go down. The patient moved its location and turned the antenna until he got something. It still took at least 8-10 times to get any bars to show up. Sometimes the patient thought there was something loose in the unit somewhere. The patient never got more than four bars and it took forever to charge. If the patient could keep it charged and running, it worked well. It helped the left leg and back pain and made the patient's life much better. The patient never had any trouble with the one in his chest. Relevant medical history includes non-malignant pain.